Manufacturer narrative:
(B)(4). Concomitant medical device: wagner sl revision screw for trial stem, l 265; item#: 0100109806, lot#: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2022-00267. The product was returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the locking screw of the trial stem broke leaving the distal segment of the stem in the femur. An extended trochanteric osteotomy had to be performed to extract the distal segment of the stem. Surgery was extended by between an hour to 90 minutes due to the osteotomy. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Visual examination of the returned product showed that the distal trial stem has several nicks and scratches on all outer surfaces. A hole has been drilled in the proximal half of the trial stem. The proximal coupling of the trial stem is worn and shows instrument marks. The broken off part of the trial screw is still in the distal trial stem. The other part of the screw was accidentally thrown away and cannot be returned. The reported event can be confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.